Event description:
It was reported that the unit has cassette not properly attached error. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were unable to duplicate the reported problem. A review of the event history log noted cassette not attached properly, cassette unlatched, cassette damaged, cassette locked and unlocked alarms. Preventative maintenance was performed. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.